Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information for a pump reset. After following the instructions, the caller successfully started a new sensor session without any further errors.